Event description:
Caller reported a malfunction on the pump and noted no notable events prior to the issue. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. During troubleshooting with technical support, the malfunction alarm was cleared, and the customer was informed that they could continue using the pump and instructed to call back if the malfunction code recurred, which the customer acknowledged and understood.